Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, before patient in room, the subject device exhibited that the lever for locking the pendulum ring, where the cystoscope instrument is attached, was broken and had been lost. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: coupler stopper was loosened. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.